Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after seven months of the surgery, a pseudoarthrosis was diagnosed. In the moment of the surgery of extraction it was detected the break of seven distal screws 2.7mm. There was a prolongation of 60 minutes. Patient was hypertense. The screw broken before the removal surgery. This is report number 1 of 8 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that t there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the screw is broken at the screw head. The screws are made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer shoed no deviation in relation to the chemical composition, microstructure and the mechanical properties. The material of the screws is in compliance with the international standards. When examining the three fracture surfaces of the screws using scanning electron microscope (sem), the fracture behaviors were identified. The cracks started at the circumference of the core diameter of the screws and ran into the material. At a higher magnification, fatigue striations were observed at the crack propagation zones and over sizeable areas. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. All of the examined screws showed corrosion. This indicates that the breakage of the implants occurred sometime before the failure was actually detected. Sem observations and findings showed that the screw failures were caused by fatigue and overload. Based on the topography of the fracture surfaces, it can be concluded that the screws were subjected to high dynamic bending loads, one sided. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload I fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.